Manufacturer narrative:
A DHR review was completed for the lot in question. No manufacturing nonconformance's identified and no reported problems with the raw material used. Biocomp reports were reviewed and product tests negative for cytoxicity, skin irritation and sensitization. No further action required.

Event description:
The patient reported on (B)(6) 2025, that he experienced skin irritation when using the flexwire device. The patient reported the skin irritation as a burning (sensation), (skin) irritation, itching, and raised skin. The patient reported that he did seek medical treatment and sought the use of prescribed medication to treat the skin irritation. The patient reported the prescribed medication used as an oral antihistamine. The patient reported that he did not discontinue the use of the device. The patient reported that he did follow the skin prep instructions.